Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient implanted, approximately two years prior, with a plate was having the plate removed for an unknown reason and the screw at the most proximal part could not be removed with a screwdriver. The surgeon drilled with a carbide drill bit, released the screw head from the screw shaft and was able to remove the screw with pliers. The operation was extended for 10 minutes with no adverse consequence to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported only to be approximately two years prior to this event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.